Event description:
Additional information received reported that the cause of the flipped pump was anatomical in nature. The patient was obese and had a lot of body mass. It was unknown how the patient was currently doing. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received reported the patient recovered without permanent impairment and bupivacaine therapy was on-going. On (B)(6) 2014, a new catheter was a spliced at the side incision and cerebrospinal fluid was obtained through the side port.

Event description:
It was reported that the patient had experienced less than 50% therapeutic relief. A (B)(6) study was performed; however, no results were provided. It was visually confirmed that the pump had flipped and the catheter had twisted, coiled, and fractured near the pump connector on proximal segment. During the subsequent revision, a portion of the catheter was explanted and replaced. It was indicated that the product issue had resolved and there was no patient injury at the time of report. The device system had been used to deliver bupivacaine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n478667, implanted: (B)(6) 2014, product type: accessory. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).